Manufacturer narrative:
Continuation of concomitant products: 694765 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent atrial undersensing on the right atrial (ra) lead during stored episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.